Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. The wireclip was not returned. The device has the distal tip kinked. No more damages were found in the device. The dimensional inspection revealed that the overall length and outer diameter (od) of the distal tip, middle of the device, proximal section were within it's specifications.

Event description:
It was reported that the guidewire was fractured. The 90% stenosed, 50mmx2.75mm target lesion was located in a severely calcified left anterior descending artery. A 330cm rotawire and a rotablator burr were selected for use. During procedure, it was noted that the guidewire was fractured, and the burr and advancer could not cross the lesion. The device was removed with the catheter all together and it was confirmed that there were no device fragments left in the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable.

Event description:
It was reported that the guidewire was fractured. The 90% stenosed, 50mmx2.75mm target lesion was located in a severely calcified left anterior descending artery. A 330cm rotawire and a rotablator burr were selected for use. During procedure, it was noted that the guidewire was fractured, and the burr and advancer could not cross the lesion. The device was removed with the catheter all together and it was confirmed that there were no device fragments left in the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable.